Event description:
The customer reported to customer service that when she plugged her breast pump in, the transformer was "completely intact." When she went to unplug it, was "broke open with all of the wires exposed." An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not witness sparking, fire, flame or melting, but confirmed that there was a breach in the transformer housing. She does not know how the breach occurred, but had been using it approximately one week. In summary, the product eval revealed that the transformer housing was broken apart, exposing inner electronics, which is a safety risk. The damage to the housing is typical of abuse (like dropping it or hitting it with a hard object). The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issue for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated and will continued to be monitored for similar issues. Eval summary: a visual examination of the power supply revealed a crack in the transformer housing. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 14.0 vdc, which is normal, and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 54.6 ohms, which is normal, and indicates that the thermal fuse did not blow.